Event description:
The customer reported that "the rad-97 is showing an issue where the sleep study monitor appears to be recording desaturations that are not occurring on another monitor." Per customer, the desaturation value is -20 percent. There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: the returned device was evaluated and there were no internal physical defects or damage observed. During simulation testing of the device¿s measurements, no performance issues were identified. The device operated for 30 minutes with all measurements reading stable and continuous. The root cause of the event could not be identified as the complaint regarding accuracy could not be duplicated. An additional observation found during testing was that the device¿s battery was defective and would not hold a charge using battery power, only ac power. E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that "the rad-97 is showing an issue where the sleep study monitor appears to be recording desaturations that are not occurring on another monitor." Per customer, the desaturation value is -20 percent. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the device is received for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact.